Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, the charger was installed on the handle but did not work. The stapler was not able to fire, the surgeon was not able to press the green button and the handle was squeezed.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, there was a problem loading the device, the charger was installed on the handle but did not work. The stapler was not able to fire, the surgeon was not able to press the green button and the handle was squeezed. They changed the device to complete the procedure. There was no patient injury.